Event description:
A nurse contacted baxter (B)(4) regarding the home patient's (hp) pro-card that loaded the program from hp's home peritoneal dialysis unit into hospital homechoicepro during use, while the hp was connected. The hp drained 14ml and proceeded to the first fill. There were 2l instilled per a program. The hp complained of unexpected discomfort. The manual drain started and approximately 4l of fluid was drained. Integration of the pro-card showed the I-drain alarm was set to 0mls. The hp did not have a dry day in prescription. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for an iipv in an adult was confirmed during the event history log, and the root cause was determined to be a therapy program error. The I-drain was set at zero ml. A sample evaluation was performed on the device and a visual inspection determined there was a cracked door cover and keypad light was dark. A one hour simulated test and no issues were raised. Service event history did not indicate any previous observed or reported failures or problems that were the same as the current problem. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.